Event description:
Patient had a mitral valve repair at hospital with a 33mm myxo etlogix ring in late 2006 for severe mr. Developed large with clot embolization approx 1 year later requiring intracatheter lytics and angiojet.